Event description:
The patient experienced intermittent stimulation followed by a loss of stimulation sensation. Troubleshooting showed no stimulation at the highest amplitude on both channels. The patient programmer was working. Further information is being requested at this time.

Manufacturer narrative:
(B) (4).